Event description:
It was reported that (6) devices were used during a thoracotomy. It was reported by the affiliate that the mcm30 instrument clips are not advancing (feed). Another instrument was used to complete the case. There was no consequence to the pt. Only (2) of the (6) devices involved are being returned.